Manufacturer narrative:
After deploying a 3.0/18mm cypher stent, the stent deliver balloon didn't fully deflate. The physician did manage to retrieve the sds without patient injury. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for evaluation. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including balloon multiple, prolonged and burst test results. With such limited information, it is not possible to confirm the complaint or determine what factors might have contributed to the event.

Event description:
The stent delivery balloon did not fully deflate after the stent was deployed; however, the physician managed to retrieve the product without patient injury.